Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this solicited case, reported by a consumer, regarding a patient who took part of a patient support program (psp), concerns a (B)(6) black male patient. The medical history and concomitant medications were not provided. The patient received insulin lispro 25%lispro+75%npl (humalog mix25) via humapen luxura champagne, 8iu in the morning, 12iu at lunch and 10 iu at night, subcutaneously, for diabetes treatment and beginning on an unspecified date. On (B)(6) 2016, unknown time after started insulin lispro 25%lispro+75%npl, the patients diabetes was 380 (unknown units and reference range), so he applied the insulin; however when he measured the glycemia he noted it was 595 and because of this he was taken to the emergency care unit (upa). In the emergency care unit he received insulin regular to normalize the blood glucose and the outcome was not provided. The glycemia of 595 was considered as serious by the company due to medically significant reasons. It was reported the patients father went to a lecture in which the company's guiding instructed to store the in-use cartridge of insulin at room temperature, but nowadays he was living in a warm weather city and the treating physician instructed him to store in the refrigerator. The glycemic event occurred during the use of the cartridge of insulin lispro 25%lispro+75%npl (lot c382212c), which were stored according to company's guiding instructions. In addition, it was reported the patient stored the pen at room temperature, primed the pen and always reused needles. The insulin lispro 25%lispro+75%npl was continued. The patient operated the device and he was trained by the company's guiding. The patient used this device model and the reported device for unknown time. There was no reported complaint for this device and its return is not expected. The consumer reporter did not provide any relatedness opinion. Update 06apr2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. No further follow up is planned. Evaluation summary the patient experienced high blood glucose and was taken to the emergency room for treatment while using a humapen luxura (lot 1305b09). There was no product complaint for the device and it was not returned for investigation. There was evidence of improper use of the device. It was reported that the patient re-used needles. This is likely not relevant given that there was no product complaint relative to pen function. The device user manual indicates a new needle should be used with each injection.

Event description:
(B)(4). This solicited case, reported by a consumer, regarding a patient who took part of a patient support program (psp), concerns a (B)(6) black male patient. The medical history and concomitant medications were not provided. The patient received insulin lispro 25%lispro+75%npl (humalog mix25) via humapen luxura champagne, 8iu in the morning, 12iu at lunch and 10 iu at night, subcutaneously, for diabetes treatment and beginning on an unspecified date. On (B)(6) 2016, unknown time after started insulin lispro 25%lispro+75%npl, the patients diabetes was 380 (unknown units and reference range), so he applied the insulin; however when he measured the glycemia he noted it was 595 and because of this he was taken to the emergency care unit (upa). In the emergency care unit he received insulin regular to normalize the blood glucose and the outcome was not provided. The glycemia of 595 was considered as serious by the company due to medically significant reasons. It was reported the patients father went to a lecture in which the company's guiding instructed to store the in-use cartridge of insulin at room temperature, but nowadays he was living in a warm weather city and the treating physician instructed him to store in the refrigerator. The glycemic event occurred during the use of the cartridge of insulin lispro 25%lispro+75%npl (lot c382212c), which were stored according to company's guiding instructions. In addition, it was reported the patient stored the pen at room temperature, primed the pen and always reused needles. The insulin lispro 25%lispro+75%npl was continued. The patient operated the device and he was trained by the company's guiding. The patient used this device model and the reported device for unknown time. There was no reported complaint for this device and it was not returned. The consumer reporter did not provide any relatedness opinion. Update 06apr2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 26apr2016: additional information received on 26apr2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.